Event description:
Allegedly revised due to the revision of a related prosthesis (neck).

Manufacturer narrative:
Investigation is not complete. Prod not returned for eval. Trends will be evaluated. This report will be updated when the investigation is complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2008-00063, 00065, 00066.